Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis was unable to confirm the high out of range pacing impedances and lead dislodgment.

Event description:
Additional information was received that clarified fluoroscopy was performed during the explant/revision procedure, which was when lead dislodgement was confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedances of greater than 2000 ohms. Fluoroscopy was performed, which did not reveal any issues. During the explant procedure, this ra lead was disconnected from the device and tested with a pacing system analyzer. This ra lead again exhibited high out of range pacing impedances. As a result, the patient was hospitalized and this ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that this right atrial (ra) lead dislodged and the helix would not retract, so the lead could not be repositioned. As a result, this ra lead was replaced. No additional adverse patient effects were reported.